Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the customer couldn't transfer three patient data sets. Upon functional testing fse found that the cause is a typical hard drive failure associated with long term use of the device. To resolve the issue the fse clicked the images on the phone and converted them into dicom format and gave the data to the customer on an external hard drive for storage (marked not for clinical use in data). After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system had a failure of the index drive that led to the loss of perioperative images. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.